Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02048. 0001822565-2022-02049. Medical products: item#: unknown, unknown humeral stem; lot#: unknown. Item#: unknown, unknown glenoid; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised on an unknown date for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code - proposed annex g code: mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information has been received.

Event description:
It was reported that this event was not a revision surgery of the implants involved and was an initial surgery for the patient. Upon receiving additional information of the reported event, it was determined that it was not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receiving additional information of the reported event, it was determined that it was not reportable. The initial report should be voided.